Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for one sample. The following results were provided: sample 1 initial result = 7.39 mmol/l, repeat result = 4.90 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and determined the aero rgt prb the likely cause of the result issue as it was dirty and difficult to clean. The fsr replaced the part which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer was reviewed. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the aero rgt prb did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify non-conformances or potential non-conformances identified for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for one sample. The following results were provided: sample 1 initial result = 7.39 mmol/l, repeat result = 4.90 mmol/l . No impact to patient management was reported.